Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a bolus was delivered and the contact observed the "bolus initiated screen". Subsequently, the customer's blood glucose level rose to over 500 mg/dl and the contact reported they were unable to find the bolus in the pump history. The contact alleged the bolus was not delivered. A bolus via the pump was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.